Manufacturer narrative:
Patient information including ID, dob, gender and weight were requested but not made available. While devices were returned, only unopened devices were returned. The engineering evaluation stated: the affected devices were discarded. The remaining unused devices from lot 21063396 were returned to the histology. Since the broken devices were not returned, no images could be taken. The reported issue could not be confirmed. Each device is 100% proof tested in process to confirm a secure needle attachment. Each lot is qc tested for the needle attachment tensile strength characteristic. The test results were reviewed for lot 21063396, and it was confirmed that they were within specification. 100% of devices undergo visual inspection at cutting. The thread is inspected for damage or any abnormal condition that would produce a tensile strength anomaly. If the requirements of these inspections were not met the thread would have been rejected. The suture process fmea addresses harms associated with process failure modes that could result in needle separation.

Event description:
It was reported to gore that during suturing the anastomosis using gore-tex® suture, the needles separated from the threat. It was stated that no needle or suture fragments remained in the patient and that the patient was not harmed.